Event description:
It was reported that the device exhibited a continuous primary audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 12/27/2023. Additional information was received that there was no patient involvement. One device was returned for evaluation. Visual inspection revealed a crack on the right plunger case. Event history log confirmed ¿primary audible alarm bgnd test¿ occurred. Functional testing was able to replicate the reported issue; ¿primary audible alarm bgnd test¿ was found during occlusion testing. The root cause was determined to be the speaker not operating as intended. The speaker was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.